Manufacturer narrative:
The subject device was not returned for evaluation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was discarded by the user, and therefore a root cause could not be determined. Probable cause is the damage was incurred during transportation or use. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during a fess (functional endoscopic sinus surgery) procedure, the gears within the handpiece of the device that connect to the burr were disintegrated/melted (as described by the reporter) during use. According to the reporter there was no damage to the handpiece or the gear that drives the blade mechanism. The plastic that melted was at the point where the blade interlocks with the mechanism of the tube set. The handpiece along with the tube set were replaced and the intended procedure was completed with no issue. There was no patient harm or injury reported on this event. No user harm was reported.